Manufacturer narrative:
(B)(4). Batch # l54e7c. Firing knob dislodged, damaged slip block assembly. Additional information received: did the first device staple prior to the firing knob breaking off? --- no information. If yes, was the staple line complete? --- na. Did the first device cut prior to the firing knob breaking off? --- no information. If yes, was the cut line complete? --- na. Did the firing knob fall into the patient? --- no. If yes, was it retrieved? --- na. Will all pieces of the first device be returned? --- no information. If no, how were they discarded? --- na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 58 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition another cartridge was received fully fired. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open ileocecal resection, the firing knob was broken off at the first firing on the colon in the first device. After that, the second device could be fired though the firing force was much higher than expected. Another device was used to complete the case. There were no adverse consequences to the patient.